Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed two devices were returned together in packaging with the batch number 2146978 on the label. It is not possible to differentiate the lots. The t1, t2, and sutures of both devices were not returned. Device one, the actuator is in the pre-t1/post-t2 position. Bio debris is present. Device two, the actuator is at the tip of the needle. The needle assembly is bent. A functional evaluation was performed on the returned device and found that device one cycles as intended. Device two cannot cycle and remains stuck at the tip of the needle. The gray slider moves freely without moving the actuator. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.

Event description:
It was reported that during a meniscus repair, after pushing t1 of the fast-fix 360, the grey slider rebound stuck, affecting the accuracy of t2 deployment. T2 did not deploy. T1 was removed from the patient using an instrument. The procedure was completed using a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4) h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.